Event description:
An asymptomatic pt returned for a routine filter removal. It was reported that the filter could not be removed. The filter was tilted and two lower legs and two upper arm protruded through the cava wall.